Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. While the technical service representative was unable to reproduce an intermittent image, the "no video" issue was confirmed. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the monitor froze and intermittently, the image went black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.